Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt and add gel) has confirmed that the cable connecting the distribution node (dn) to the rear cables were broken. The root cause for broken cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt and adjust belt messages.